Event description:
As reported by an edwards china affiliate, during a transfemoral valve in valve (vinv) tmvr procedure with a 26mm sapien 3 valve into an unknown valve, approximately three (3) minutes post implant, the patient's blood pressure crashed. An angiography and heart echo was done, showing no regurgitation, but severe pericardial effusion. The patient was placed on a heart-lung machine and a sternotomy was done. The patient's blood pressure recovered immediately. Open chest surgery findings showed apical bleeding due to a wire perforation. The injury was repaired, and the patient was weaned off mechanical support and transferred to ICU for monitoring.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve. The patient screening manual instructs the operator on the proper landing zone, positioning, and deployment of the valve, including all procedural and anatomical considerations e.g. Valve in valve &/or valve in ring procedures. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information received.

Event description:
As reported by an edwards china affiliate, during a transfemoral valve in valve (vinv) tmvr procedure with a 26mm sapien 3 valve into an unknown valve, approximately 3 minutes post implant, the patient's blood pressure crashed. An angiography and heart echo was done, showing no regurgitation, but severe pericardial effusion. The patient was placed on a heart-lung machine and a sternotomy was done. The patient's blood pressure recovered immediately. Open chest surgery findings showed apical bleeding due to a wire perforation. The injury was repaired, and the patient was weaned off mechanical support and transferred to ICU for monitoring. On post operative day (pod) 2, the patient's apex rupture again, and the patient passed away.